Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the insulin pump history. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received hardware low level failures error alarm. Customer's blood glucose level was 225 mg/dl. Customer was able to clear the alarm. Customer reported that the alarm occurred after a few hours. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer perform a self test but test did not pass. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.